Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level, as it was below 500 mg/dl. Technical support provided the customer with information to reset the pump and assisted in the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again.